Event description:
Customer reported popping sound followed by poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed the single board computer upgrade. System operates as intended.